Event description:
It was reported by repair work order that the ground path was compromised on the power cord due to a loose ground pin. It was also reported that the litter covers were damaged with accessible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.